Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming that it was still under warranty. The customer planned to continue using the current pump until the replacement arrived, and was instructed on how to put the device into storage mode before returning it. A pre-paid label was provided for the return, and the caller acknowledged the instructions given.